Event description:
It was reported that the patient underwent a tlif l4-l5. Post-op, one of the cages was found to be backed out. Revision was scheduled. CT before revision found no clear zones along with the screws. During the revision, the backed-out cage was removed. No new cage was implanted because another cage placed well. Bone grafting was performed instead for the space where the backed-out cage was placed.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.